Event description:
Rptr states, "the tibial insert does not fit the tibial baseplate." This event did not occur during a surgical procedure. Therefore there was no pt involvement.

Manufacturer narrative:
The examination results, although inconclusive in the absence of the event baseplate, suggest that this event is not device related but rather is associated with intra-operative procedures.